Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, scope connector had leakage and water invaded the device. Therefore, it was determined that abnormality such as short circuit inside the device caused the e315 error message to be displayed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found an error code e315 scope was displayed on the screen. The device evaluation also found optical cover glass shipped, distal end cap worn, distal end adhesive was lifting, control body casing stained, control body side cover stained, control body left/right brake knob stained, switch head leaking, scope connector water ingress, up/down/left/right angle not to specification, electrical safety test not to specification, automated air leak test failed (leaking). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had image fault error e315 (scope error). The issue was found during preparation for use. The unspecified intention procedure was completed using a similar device. There were no reports of patient harm.